Manufacturer narrative:
The device was received and evaluated. The device had the cannula assembly fully deployed and the needle completely retracted. The download data indicates that the pod completed both its first and second priming sequences; device was subsequently deactivated after second prime. No damages or defects were observed that would result in a needle deploying early. Although no problems were found, it could not be determined when the device deployed. The product was returned with a different lot number than was reported and noted on the initial MDR. Correction to d(4): lot number changed from unavailable to l45310. Expiration date changed from unavailable to 5/27/2021. Model no changed from 14810 to 19191. Catalog no changed from zxy425 to zxp425 unique identifier (UDI) # changed from (B)(4). Correction to h(4): device mfg date changed from unavailable to 11/27/2019.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Mylife omnipod insulin management system ¿ user guide, model: ent450, 14518-5c-aw rev e 03/16. Using the pod 5 / page 53: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged.

Event description:
It was reported the needle deployed early; indicating the needle mechanism did not function as intended. The pod was not worn and no adverse patient impact was reported.